Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd bactec¿ fx, instrument top, packaged multiple false positive results were obtained in drawer b. The bottles were verified as negative by gram stain. Results were not reported and there was no report of patient impact. The following information was provided by the initial reporter: customer is reporting false negatives from drawer b rows c and d. Customer feels this has been a problem drawer and has emptied it out. False positive blood culture results are a common occurrence in blood culturing due to high wbc counts or overfilled bottles. Therefore, labs do a gram stain on positive bottles to make sure they are truly positive. In this case, the number of bottle reported as positive in a short period of time as well as the localization of the bottles to the same rack, was the indication that there was an instrument effect. The bottles were verified as negative by gram stain, so were not reported as a finalized positive. Therefore, the course of patient treatment was not affected.

Event description:
It was reported while using bd bactec¿ fx, instrument top, packaged multiple false positive results were obtained in drawer b. The bottles were verified as negative by gram stain. Results were not reported and there was no report of patient impact. The following information was provided by the initial reporter: customer is reporting false negatives from drawer b rows c and d. Customer feels this has been a problem drawer and has emptied it out. False positive blood culture results are a common occurrence in blood culturing due to high wbc counts or overfilled bottles. Therefore, labs do a gram stain on positive bottles to make sure they are truly positive. In this case, the number of bottle reported as positive in a short period of time as well as the localization of the bottles to the same rack, was the indication that there was an instrument effect. The bottles were verified as negative by gram stain, so were not reported as a finalized positive. Therefore, the course of patient treatment was not affected.

Manufacturer narrative:
H6: investigation summary a complaint of "false positives" was received against instrument top bactec fx, material no: 441385, serial no: (B)(6). Field service engineer (fse) was dispatched, rack was replaced and sticky bits were cleared. Instrument is working within bd specifications. The complaint is confirmed as a failure of bd product and the root cause is related to "defective rack". This is a known issue that has already been corrected with CAPA. DHR review is not required for this complaint. The complaint was evaluated via other elements of the investigation. The results of this evaluation have not identified any new hazards, new risks, or specific trends. Bd quality did not receive any returned parts or instrument for investigation. No new risks, trends, or hazards were identified. Bd will continue to closely monitor for trends. H3 other text : see h10.